Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator contacted the manufacturer reporting that the pt had begun having intermittent power limit advisory alarms, with no other alarm codes. The pt had been running at a fixed rate of 75, and in auto mode running around 80. Pt has not had any extreme weight changes, or hypertension. The vent filter had a large amount of dust in it per the vad coordinator. In 2004, the controller was changed out, and alarms continued. The MFR explained to the vad coordinator how to move the in line vent port to clean the dust from the vent holes. Cleaning the vent ports alleviated the alarms until the next morining. The vad coordinator cleaned the area again, and alarms continued. Waveforms were taken and sent to the MFR for further analysis as well as the vent filter. The pt remains stable and on lvad support while awaiting a heart transplant.